Manufacturer narrative:
An event of a burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported during a procedure on (B)(6) 2022 the patient experienced third degree welts causing blisters and pain. They manually stopped procedure and removed the grounding pad. A new grounding pad was placed on the opposite flank to complete the procedure. Blisters and pain has resolved.